Manufacturer narrative:
Corrected data: in review, it was noticed that an incorrect verbiage "a correction is required to only make this case a malfunction and not si & malfunction. Asked if I need to remove blurry vision code and add "no patient involvement"?" Was inadvertently entered in section h10 of the follow-up MDR report #2 which should not have been there. This supplemental MDR report is indicate that as a correction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that the box for "h10 -manufacturer narrative" was inadvertently checked in the follow up MDR report #1 which it should not have. In review, it was also noted that the following information were inadvertently not included in the follow up MDR report #1 therefor, they have been captured in this supplemental MDR report accordingly: the following are no longer applicable to this event: section b1: report type: adverse event section b2: outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage (devices) section h1: type of reportable event: serious injury section h6: health effect - clinical code: 4582 - no clinical signs, symptoms or conditions a correction is required to only make this case a malfunction and not si & malfunction. Asked if I need to remove blurry vision code and add "no patient involvement"?

Event description:
A doctor reported that he rotated the intraocular lens (iol) back in place on (B)(6) 2023. That one-week post operation vision was not that great, so the doctor checked and noticed it looked about 45 degrees off axis. It was indicated that the doctor has never had a lens rotate. This lens was 50 degrees off axis. The other eye was not at that axis either so he is not sure what happened. The patient was seen on (B)(6) 2023 and he was great. No further information was provided.

Manufacturer narrative:
Section b3: date of event: the exact date is unknown, not provided, but the best estimate date is the first week of december 2023. Section d6b: if explanted, give date: not applicable as the device remains implanted. Section h3-other (81): the intraocular lens (iol) was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that report type of both "adverse event and malfunction" stated in the initial report submitted were incorrect as it should be "malfunction" only. Also, health effect-clinical code should be blurry instead of no clinical signs, symptoms, or conditions. This supplemental report is submitted to correct those information. Fields below updated. Section h1: type of reportable event: malfunction. Section h6: health effect - clinical code: blurred vision. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.